Manufacturer narrative:
The patient was born on an unreported date in (B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was further described as ¿non-compliance to sterilization technique¿ (no further detail). The same day as event onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, routes and durations were not reported). Two weeks after the onset date, the antibiotic treatment was discontinued. The patient was recovered from the event. At the time of this report, dianeal therapies were ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.